Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The high voltage cable was replaced, the ac plug connections were tightened, and the hardware securing the storage mount was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system's high voltage cable's outside insulation was cracked and open. No pt injury was reported.